Event description:
There was an allegation of questionable results from coaguchek xs plus meter serial number (B)(4) compared to a laboratory result using an unknown method. On (B)(6) 2022 at 6:39 a.m., the meter result was 2.8 inr. At 9:00 a.m., the laboratory result was 4.2 inr. No medication adjustments were made based on the meter result. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient¿s testing frequency is daily.

Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."